Manufacturer narrative:
Additional information (22-jun-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Hsc requested that the customer send the patient sample to siemens healthineers for internal investigation. Hsc received the patient sample from the customer and performed an evaluation for an autoantibody/immune-complex interference (macro troponin) with the high-sensitivity troponin I (tnih) assay. Quality control and calibration results were within the customer's expected ranges, indicating that the two (2) dimension vista 500 systems were performing acceptably. The siemens internal investigation ruled out the presence of an interferent consistent with macro troponin. However, there was insufficient sample available for additional studies to rule out other types of patient-specific antibody interferences. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00166 was filed on (B)(6) 2023.

Event description:
Two (2) elevated high-sensitivity troponin I (tnih) results were obtained on a patient sample on two (2) dimension vista 500 systems. The elevated results were reported to the physician(s), and the results were questioned. Subsequently, the customer determined that the results were falsely elevated. However, the sample was not reprocessed further, and the customer stated that no correct result was obtained or reported. There are no known reports of patient intervention or adverse health consequences due to the elevated high-sensitivity troponin I (tnih) results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding two (2) elevated high-sensitivity troponin I (tnih) results obtained on a patient sample on two (2) dimension vista 500 systems. Siemens is investigating the event.